Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate stimulation and frequently charging the implantable pulse generator (ipg). The patient underwent a procedure wherein the spinal cord stimulation (scs) system was replaced with an MRI compatible device. The patient was doing well postoperatively and all explanted device components were discarded and will not be returned.